Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-03732 / 2015-03733 / 2016-1388). Product location unknown.

Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, operative report noted patient was revised on (B)(6) 2015 due to pain and aseptic lymphocytic vasculitis-associated lesion. Operative report further noted pigmented material and foreign body tissue consistent with metal debris during the procedure. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in orthopedic evaluation from july 14, 2015 reported patient allegations of right hip pain located in groin and side of hip; right knee pain; buckling of the right knee; and muscle damage. Additional information received reported patient was revised on (B)(6) 2015 due to elevated metal ion levels, pain, discomfort, inflammation, metallosis, and metal debris. Additional information received in operative report reported that patient underwent left total hip arthroplasty on unknown date. Subsequently, patient underwent a left revision procedure on (B)(6) 2006 due to infection. During the procedure, the head and liner were removed and replaced with competitor product.